Event description:
It was reported that the ceramic liner was impacted into acetabular shell, cracked inside the shell. A few fragments were removed. Doctor reported the liner was still well seated and left it in place. Doe: (B)(6) 2026. Left side.

Manufacturer narrative:
Product complaint: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. According to the information received, "it was reported that the ceramic liner was impacted into acetabular shell, cracked inside the shell. A few fragments were removed. Doctor reported the liner was still well seated and left it in place. A manufacturing record evaluation was performed for the finished device product description: ceramax ceramic insert 36 x 54 product code: 121887654 lot number: 4386352 and no non-conformances or manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a manufacturing record evaluation was performed for the finished device product description: ceramax ceramic insert 36 x 54 product code: 121887654 lot number: 4386352 and no non-conformances or manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Device history review: a manufacturing record evaluation was performed for the finished device product description: ceramax ceramic insert 36 x 54 product code: 121887654 lot number: 4386352 and no non-conformances or manufacturing irregularities were identified. Corrected: h4.